Event description:
Caller reported damage to the pump housing, specifically at the usb port and pins. Despite the damage, there was no adverse impact on the customer's ability to charge the pump, and the blood glucose level was not affected. It was determined to replace the pump under warranty, and the patient used an insulin backup in the meantime.